Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse connected a known system trainer and known balloon, and upon powering the unit 'on,' the unit successfully completed all power-on self tests. When the fse initiated auto-fill, the device immediately alarmed for "auto-fill failure. The fse troubleshooted the unit and found that the iab fill port tubing was not fully connected to the crm. The fse resolved the issue by reconnecting iab fill port tubing, and reinitiated autofill which was completed successfully. The unit continued pumping at 130bpm for approximately 30 minutes without any alarms or abnormal function occurring. The fse noted in the fault logs confirming several autofill failure codes with fault index of 16 0. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during in-service training with the getinge therapy specialist, the cs300 intra-aortic balloon pump (iabp) had an auto-fill failure. It was also reported that the end user attempted standard troubleshooting, without avail. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4110) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.